Event description:
This rv lead was implanted on (B)(6) 2000 and remains implanted at this time. A call was placed to technical services on 09/05/2018 stating that there was noise and oversensing on this lead which resulted in pacing inhibition of greater two seconds. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).